Manufacturer narrative:
Product ID 3487a-45, lot# v238253, implanted: 2012 (B)(6); product type lead product ID 3550-39, lot# n321337, implanted: 2012 (B)(6); product type accessory product ID 355531, lot# n332445, implanted: 2012 (B)(6); product type screening device product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
A manufacturer representative (rep) reported that a patient had a sudden loss of therapy, and that the implantable neurostimulator (ins) was not covering the right areas. The ins had been "ramping up" since the patient had been implanted with a pump in (B)(6) 2015. A rep later confirmed that a different rep was able to reprogram the spinal cord stimulation (scs) and recapture the patient's stimulation on (B)(6) 2015. The indications for use were other chronic intractable pain of the trunk or limbs, and spinal pain. A supplemental report will be submitted if additional information is received.